Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the leads this patient has showed a non-specific product performance situation. The lead remains in service. Attempts to gather further information from the field gave no results. No adverse patient effects were reported.